Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak in the final line of the homechoice cassette that led to this alarm. Renal technical services (rts) assisted the hp to cycle the power and clear the alarm. The hp will use manual supplies to do a manual drain. Rts advised the patient to contact their pd nurse regarding missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and flow testing were performed and no leak or blockage was observed. Functional testing was performed by evaluating the cassette in a cycler machine; the sample was subjected to the therapy process and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.